Event description:
During service inspection at the manufacturing facility, it was reported that the tps handpiece cord displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
This is not a repairable device; therefore, it was not returned to the user facility following evaluation.